Manufacturer narrative:
(B)(4).

Event description:
It was reported that during follow-up in clinic, post-paced t-wave oversensing was observed on the ventricular channel. Patient was asymptomatic and did not receive therapy during the oversensing. Programming changes were recommended. Subsequently, the device was explanted and replaced for unrelated reasons. No further information was provided.

Manufacturer narrative:
The ICD was explanted and returned due to advisory, (reported on MDR-2016-35211) not due to post-paced t-wave oversensing; therefore no analysis evaluation needs to be reported within this MDR.